Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. During hospitalization for an unrelated condition, tests were performed and patient was diagnosed with peritonitis manifested by vomiting. The cause of peritonitis was unknown. Patient hospitalization was prolonged due to peritonitis. The patient was treated with unknown antibiotics every evening for an unreported indication. The patient was discharged from the hospital and was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report involves the same patient as in cmplnt-(B)(4), cmplnt-(B)(4), and cmplnt-(B)(4). This report involves an unknown baxter transfer set should additional relevant information become available, a supplemental report will be submitted.